Event description:
The customer reported that when they booted up the telemetry device there was no audio available. No adverse patient impact reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.